Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer reported elevated blood glucose (bg) levels above 600 (mg/dl) and delivered injections to address bg levels. Troubleshooting with tandem technical support was unable to be performed for occlusion alarms that occurred in the past.